Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Cust sts they got it submerged in salt water/ocean on accident. Cust is on vacation in (B)(6). Inquired what led up to the complaint. Customer response: cust was snorkeling and went for a swim and forgot it was on and tried to take it off really quick but it was submerged already. Pump exposed to fluid t/s per (B)(4). Customer reports the type of fluid/moisture exposure to the pump is: ocean. Customer reports how the fluid/moisture exposure occurred is: cust was snorkeling and forgot it was on . Customer reports there is fluid under the lcd display. Inquired if the pump was dropped. Customer response: not dropped. Inquired if there are cracks or other issues with the pump. Customer response: none. Adv to discontinue use of the pump. Adv to revert to backup plan per hcp instruction. Expl rpl policy. Expl interaction aftercare email. Customer's outcome pertaining to the complaint: cust will be calling back with a more current address for delivery because she will be on a cruise. Cust can receive rpl but will need to call back first. Additional notes: (B)(6). Ship: nothing / return: nothing.

Manufacturer narrative:
The insulin pump passed the self test and displacement test, however moisture damage found on the electronics and motor. Pump had a cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window.